Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high results compared to an emergency medical services (ems) meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 after pm he obtained a reading of ¿177mg/dl¿ on the lfs meter and ¿25mg/dl¿ was obtained on an ems meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on the day of the alleged issue, he had his usual dose of medication. The patient reported sometime after the alleged issue occurred he ¿passed out.¿ the patient reported on (B)(6) 2014 after 7pm he was treated by ems with IV glucose for the low blood glucose reading. During the time of troubleshooting the cca confirmed the patient was using the correct testing process. The patient¿s test strips and test strips vial were in good condition. However, a control solution test w as not run due to the patient not having any control solution at the time of the call. This complaint is being reported because the patient claims due to the alleged issue, he took his usual dose of medication and developed symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.